Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii video center had a loss of video stream a few seconds after connecting, when using the 180 endoscopes. The issue was found during preparation for use. The intended procedure was completed using another device. There was no report of delay or patient harm associated with the event.

Manufacturer narrative:
Correction: e2 was inadvertently selected. The device was not returned to olympus but was evaluated onsite by an olympus field service engineer (fse) and the customer's allegation of no image was confirmed. The device evaluation found that the video board for the 180 series endoscopes needed to be replaced to resolve the issue. All post-testing passed, and the device was returned to the customer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.